Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thresholds began to gradually increase 2-3 months post-implant, reaching high levels. Decreased r-waves 1-2 months post-implant, along with undersensing, were also noted. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.